Event description:
It was reported the single use mechanical lithotriptor v guide wire tip came off. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation result, the likely cause of a problem might be the guidewire tip region was bent for some reasons. This might have caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip came off. However, the cause of the reason could not be identified. Based on the investigation result, it's a likely mechanism causing the reported event might be the following. An attempt was made to insert the device into the endoscope while using the guide wire. When the angle between the distal end and the guide wire was large as shown in the following figure, the device was inserted into the endoscope. A force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The instruction manual contains a warning to the user regarding this event. When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument. When using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. Olympus will continue to monitor field performance for this device.